Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): the pump was filled with sodium chloride. Inside the tube several air bubbles were detected which could not be removed. Moreover the pump did not start running.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The device is currently on shipping from the customer to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.